Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The mal position of the device was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The deployment was likely sub optimal, or the vessel was friable. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty procedure using a 7f sheath. Reportedly, the suture did not fully deploy correctly in the vessel, and when the device was removed, the suture came out with it. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.